Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an 8 cm abdominal aortic aneurysm. It was reported that the patient had an infarction in the infra-renal spinal cord. The physician stated that the cause of the event was due to thrombus in the aortic sac. It was noted that the patient would not receive treatment for this event. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Other relevant device(s) are: etlw1620c124e, sn: (B)(4), expiration date: 2018-07-01. (B)(4). Etlw1616c124e, sn: (B)(4), expiration date: 2018-12-01, (B)(4). Etlw1628c124e, sn: (B)(4), expiration date: 2017-03-12. (B)(4).

Event description:
Additional information received. It was reported that the thrombus in the aortic sac was present prior to the date of implant.